Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiry date), h4. Corrected: d4 (primary UDI number). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va locking ppfx greater trochanter ring was found with the part number: 60335962 connecting screws stripped from the threads. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the va locking ppfx greater trochanter ring was not performed due to post manufacturing damage. A functional test was unable to performed as the mating device was not received to assess the interaction, however; due to the observed condition, it is reasonable conclude the inability to assemble and/or disassemble/release mating devices could be experienced. The overall complaint was confirmed as the observed condition of the va locking ppfx greater trochanter ring would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 02.221.101s. Lot number: 53423p3. Manufacturing date: 02/21/2025. Expiry date: 02/01/2035. No non-conformance / manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that surgical team was unable to attach the gt ring attachment plate to the ppfx 10 hole plate via the pre-installed connecting screw within the gt ring attachment plate. The connecting screw was unable to be matched to the receptacle threads of the ppfx hole. Many attempts were made by the surgical team but the screw and hole were incongruent and could not be threaded together. This resulted in damage to the threads of on the connecting screw, approximately 15 minutes of wasted surgical time, and attaching the gtrap to the ppfx was ultimately aborted. The procedure continued without incident, though the impact of not using the gt ring attachment plate as planned may have clinical ramifications that present post surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.